Event description:
The customer obtained a falsely depressed architect total bilirubin result. On (B)(6) 2021 sample ID (B)(6) generated 16.4 and repeat 117 umol/l. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on april 21, 2021 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3002809144-2021-00282 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. H3 other text : refer to new MDR 3002809144-2021-00282 for device evaluation.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data. H3 other text: refer to MDR 3002809144-2021-00282.

Event description:
The customer obtained a falsely depressed architect total bilirubin result. On (B)(6) 2021 sample ID (B)(6) generated 16.4 and repeat 117 umol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.